Event description:
A physician reported that a female pt experienced a fungal ulcer. She typically wore contact lenses on weekends mostly and used renu with moistureloc multi-purpose solution. The pt did not wear contact lenses since 1/06 because she had run out and on 1/06, she had an appointment for new lenses with her optometrist. The pt first noticed symptoms on 1/06 and was initially seen by another practitioner on 1/07/06. The pt was then referred to the reporting physician. An isolate of the fungal ulcer was obtained which was positive for fusarium. The pt was subsequently prescribed natamycin and zymar. The pt's condition resolved with good vision.